Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a low scan of 53 mg/dL on the Abbott Diabetes Care (ADC) device compared to a Competitor Brand Meter result of 253 mg/dL. It is unknown whether the customer noted a trend arrow on the device, the length of sensor was 3 days. When the results were plotted on a Parkes Error Grid, fell into the "C" zone showing the difference in values to be clinically significant. The customer experienced symptoms such as high readings and self-treated with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.